Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. Upon the device history record review results, a supplemental report will be sent. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported during a procedure, a swan ganz catheter model d97130f5, lot 64456578, did not pace. There was no allegation of patient injury.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A product risk assessment addresses the full open and intermittent condition at the tip for bipolar pacing catheters. A CAPA to address this issue was generated for further investigation on pacing difficulty failure effect for bipolar products with full open, intermittent, and short conditions and it is in the implementation phase. The IFU contains instructions on how to avoid damaging the catheter. Per the preparation section, precaution avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. And precaution since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Our product evaluation lab received one model d97130f5 catheter with a monoject limited volume syringe. Continuity testing confirmed a full open condition of the proximal circuit. The distal circuit was found to be continuous. Cut down on the catheter body found the proximal lead wire was broken at approximately 1.2 cm proximal of the distal tip. Insulation was not present on the lead wire at the location of the damage. The balloon inflated clear and concentric and remained inflated for 5 timed minutes without leakage. No visible damage or inconsistency was observed from the catheter. The customer report of a pacing issue was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint.